Event description:
It was reported that the ventilator flow sensor failed circuit test while on a patient. No patient harm was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.